Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between pd therapy with the liberty select cycler and the patient¿s hospitalization for encephalopathy, chf, leukocytosis and pneumonia. However, there is no objective evidence that supports the device caused the patient¿s adverse events. The patient¿s encephalopathy (characterized by confusion) was likely associated with their medications, as recorded in the medical records. Additionally, the patient had a past medical history of esrd and chf with very recent hospitalization which are significant risk factors for the patient¿s exacerbated chf with mild fluid overload and pneumonia during this hospitalization. It cannot be determined what exactly led to fluid volume overload; however, fluid overload is a known complication in end stage renal disease and it is not uncommon for dialysis patients to experience fluid overload events. There is no documentation that indicates the fluid overload event was related to a device issue. Moreover, the patient¿s leukocytosis is probably associated with concomitant uti and pneumonia infection.

Event description:
It was reported a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized due to fluid volume overload and pneumonia. The patient has a past medical history significant for congestive heart failure (chf) with recent hospitalization; the patient was discharged and was experiencing grogginess due to pain medication. Subsequently, the next day, the patient was exhibiting signs of confusion as evidenced by the patient not being able to recognize their caregiver and remaining connected to the cycler from the previous night, even though pd treatment was completed. As a result, the patient presented to the emergency room (ER) and admitted into the hospital for new onset confusion and was diagnosed with encephalopathy with unclear etiology; however, it was thought to be associated with their medications and the patient¿s torsemide and unknown pain medication was discontinued. Additionally, a chest x-ray revealed the presence of bilateral streaky opacities in lung base suggestive of possible pneumonia versus atelectasis and the patient had unspecified symptoms of a urinary track infection with abnormal urinalysis. The patient¿s white blood cell count (wbc) was 17.28 indicative of leukocytosis and the patient¿s bnp was significantly elevated (4016) indicating worsening chf. The patient also experienced chest pain with minimal shortness of breath which was related to mild fluid volume overload and chf likely cardiorenal syndrome. The patient was placed on a dopamine drip for 1 day and remained on lasix therapy (intravenously) for chf. Antibiotic therapy was initiated with rocephin (unknown dose) and azithromycin (unknown dose) for suspected uti and pneumococcal infection and later changed to levaquin (unknown dose) and oral augmentin (unknown dose). The patient continued pd therapy while hospitalized (details are unknown). The patient was discharged and continued pd therapy.